Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and found that pinch valves 1 and 2 were staying open. The cse replaced the pinch valves. In a follow-up visit, the cse performed a complete system inspection and found that the wash manifold was leaking and the acid, base and the wash 1 sensors were not working properly. The cse replaced the wash manifold, the acid and base pumps and valves, the wash 1 board, and the acid pinch valve. The cse ran calibrators and quality controls, which were within acceptable ranges. The cause of the discordant, (B)(6) results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on three patient samples on an advia centaur instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting (B)(6). The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.